Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a far-field oversensing event that led to inappropriate atr mode switching. Technical services (ts) reviewed the event and recommended reprogramming options. The lead remains in service. No adverse patient effects were reported.